Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation, " breast absence", previous breast cancer. This is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell (0-25%) and broken shell. Leak test and microscopic analysis was performed which identified: striated broken on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a deflation, " breast absence", previous breast cancer. This is for the left side. Device has been explanted.